Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and handmade stent grafts. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent secondary intervention to treat a proximal type I endoleak. An aortic extender component was implanted proximal to a trunk-ipsilateral component rlt281216j and the endoleak was resolved. The patient had a left common iliac aneurysm and it was treated at the same time. The left internal iliac artery was coil-embolized and pxc121000j was implanted from the left common iliac artery to the left external iliac artery. A type ii endoleak was also observed from the lumber artery, however, there was no flow into the aneurysm. Therefore, no treatment was required for the type ii endoleak. The patient tolerated the procedure.